Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test or verify no delivery alarms due to unresponsive buttons. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.